Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the cartridge had a split tip that was seen by the physician when inserting the iol. The cartridge scratched the edge of the iol. According to the reporter, the physician decided to implant the lens since the scratch was on the outer edge of the lens and felt that it would not be a problem for the patient's vision. She confirmed that there was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the cartridge was returned taped in the cartridge peel pouch. Viscoelastic was dried in the cartridge. The reported tip damage was not observed. The tip has light stress. Stress is not a malfunction but an expected occurrence of a lens delivery. The cartridge shows evidence of being placed into a handpiece. No damage was observed to the cartridge. The associated handpiece and viscoelastic products are unknown. The tip is not split. Stress was observed, which may have been interpreted as the reported complaint. Stress is an expected occurrence with a lens delivery and does not denote a product malfunction. However, it can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. The manufacturer internal reference number is: (B)(4).